Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "how do 3d-printed primary uncemented acetabular components compare with established uncemented acetabular cups? The experience of the new zealand national joint registry" written by michael c wyatt, david c kieser, chris m a frampton, tim woodfield and gary j hooper published by hip international accepted to be published on (B)(6) 2020 was reviewed. The article's purpose was to review the performance of 3d-printed primary uncemented acetabular components to established uncemented acetabular cups. Within the review, 15,798 pinnacle cups (and assumed liners) were utilized. The manufacturer of the femoral side (head/stem) is never discussed within the article. Reasons for revisions: acetabular loosening: 22 dislocation: 110 pain: 86 deep infection: 87.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.